Manufacturer narrative:
Device was used for treatment, not diagnosis. (B)(6). This report is for two, unknown 3.5mm cortex screws. Part and lot numbers were not provided by reporter. It was reported that the subject device(s) will not be returned to the manufacturer for evaluation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an open reduction internal fixation (orif) for an olecranon fracture on (B)(6) 2015. On an unknown date, x-ray imaging revealed non-union. The patient returned to the operating room on (B)(6) 2015 for revision. All hardware was explanted, which included: a 2.7 mm/3.5 mm va-lcp olecranon plate, eight 2.7mm locking screws and two 3.5mm cortex screws. The patient was revised with an 18 gauge wire tension band and three k-wires (non-synthes devices). There was no surgical delay reported and the procedure was completed successfully. This report is for two, unknown 3.5mm cortex screws. This report is 3 of 3 for (B)(4).